Event description:
It was reported patient underwent initial total knee procedure on unknown date; subsequently patient underwent revision on (B)(6) 2012 due to loosening. During this procedure the tibial augment screw would not thread all the way into the augment, nor would it back out. Surgeon opted to use the next size up on the tibia and the augments to finish the procedure. As a result, there was a 1 hour 15 minute delay in the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Dimensional evaluation found component to be within appropriate design specification for the time of manufacture. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02063/ 02064).